Event description:
It was reported that a caretaker paused the ilet pump and administered a subcutaneous insulin pen correction for a high blood glucose, after which they sought guidance on whether to reconnect the pump or give another injection; the caretaker proceeded with a full supply change, and a goodwill order for supplies was sent. Symptoms included hyperglycemia with a reported blood glucose of 548 mg/dl. Outcomes included transient hyperglycemia without hospitalization. Investigation included case assessment and customer consultation. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.